Event description:
It was reported that during a lap nephropathy radical surgery there was an incomplete stable line. The surgery was finished by the hand sewing. No pt consequences were reported.

Manufacturer narrative:
Date sent 07/09/2007. Information anticipated, but unavailable at this time.